Manufacturer narrative:
The original location of the ipg displayed a loss of tissue due to the patient's weight loss, resulting in the ipg pocket becoming unstable and allowing the device to migrate within the pocket. There was additional issues with external wearables due to loose skin around the abdomen.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2022 to target the medial branch nerve to treat lower back pain. After having been implanted, the patient reported reduced pain levels leading to a more active lifestyle and significant weight loss. After having lost approximately 75 pounds, there became an issue with connectivity between the nalu implantable pulse generator (ipg) and the external therapy discs. A pocket revision was performed on (B)(6) 2023 to place the ipg in a more optimal location for connectivity. No components were removed or replaced during the procedure.